Event description:
It was reported that an external pulse generator wasn't capturing while in use during an open heart procedure. The device output or sensitivity was not set correctly. The biomedical engineer will test the device and decide whether to put it back in service or to send it in for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).